Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer stated no delivery during the night and he woke up and felt sick, confused, anxious, had vomiting, stomach aches, and difficulty breathing. The customer's blood glucose level at the time of call was 104 mg/dl, but was 370 to 750 mg/dl at the time of incident. The customer had treated before the hospitalization with manual injections. The cause per the health care provider was anxiety, low potassium and magnesium, and an infection. The customer was treated in the hospital with an IV. The customer was wearing the device at the time of admission. The customer could not troubleshoot due to not having the insulin pump at hand. The customer was advised to call back when he is able to troubleshoot.